Event description:
Dual lumen PICC line inserted in 2001 was leaking during flushing of red lumen 5 days later. PICC pulled and tip cultured (negative as of 11/2001). Pt had fever and chills on that same day. Two other problems with leaking PICC's from same lot number in two other pt's. Lot returned to co.